Event description:
Rn flushed blue lumen of triplelumen hickman cath to connect antibiotic and blue lumen ruptured at the base of the triforcation. No resistance felt when flushing and there was a blood return, clamp applied above triforcation.